Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called due to low blood glucose of 45 mg/dl on (B)(6) 2017 and the customer was treated. The customer reported high blood glucose of 425 mg/dl at the time of call. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The customer was advised to discuss the issues of high and low reading with health care professional. The customer reported that he visited health care professional on (B)(6) 2017. The customer treated his blood glucose with manual injections. The insulin pump will not be returned for analysis.